Event description:
Patient identifier: (B)(6). Date of event: best estimate of date of event is (B)(6) 2009 according to the information received, an end user reported a cutoff catheter. The customer stated that the end is cut at a really sharp angle & looks sliced.

Manufacturer narrative:
The return of the device was requested, but it appears the device is not available. Although the device was not returned, photographs of the cut off catheter were received for evaluation. Coloplast examined the photos and confirmed the reported complaint of the catheter tip being cut off. To date, no other complaints have been reported for this lot number. Thus, coloplast believes this is not representative of the overall quality of the lot. Not returned for evaluation; have photos